Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited no image and scope communication error (b30). The issue occurred during diagnostic colonoscopy while the device was inside the patient and the patient was under sedation. The procedure was completed with a similar device after a brief procedural delay. There were no reports of patient harm.